Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing headaches or migraines when she uses her cervical lead for stimulation. The sjm representative met with the patient for reprogramming, but it was reported it did not resolve the issue. In addition, the patient reported a jolting sensation when she moves her head. Diagnostics showed the patient had two contacts which are invalid, and a fracture was suspected. The patient has discontinued the use of the lead. It was reported surgical intervention was to be undertaken at a later date.